Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Implant did have bone integration. After one year of restoring implant became loose.